Event description:
It was reported that a malfunction occurred with the code malf 12, but there were no notable events prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not reset the pump for this malfunction in the last 24 hours, so technical support provided guidance and assisted with resetting the pump. The user had completed the pump reset prior to contacting technical support.